Manufacturer narrative:
Instrumentation laboratory (il) has conducted an extensive relationship into this incident. No root cause has been identified from the investigation and the issue was not able to be reproduced. The software team at il reviewed the back up information from the instrument to understand what sequence of events occurred leading up to this issue. The team attempted to reproduce this incident by simulating the sequence of events but was unable. At this time, no remedial action is indicated.

Event description:
Customer reports that after running a sample on their gem premier 4000 instrument, the system's software froze and rebooted automatically. After the system came back, it was noticed that the result had been assigned to the incorrect patient identifier.

Manufacturer narrative:
A root cause for this issue is unknown at this time. Instrumentation laboratory is currently conducting an investigation into this issue. A follow up report will be submitted when we have finished our investigation. Based on the results of this investigation, the appropriate actions will be taken (as needed) and a follow up report filed. Device backup reviewed.

Event description:
Customer reports that after running a sample on their gem premier 4000 instrument, the system's software froze and rebooted automatically. After the system came back, it was noticed that the result had been assigned to the incorrect patient identifier.